Event description:
It was reported that the insulin pump has cracks near the battery compartment.

Manufacturer narrative:
Insulin pump was received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip, cracked battery tube threads, cracked belt clip slot and cracked lcd window at upper side and bottom right side corner. Moisture damage was found on motor assembly. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.